Event description:
Started getting low glucose readings between 12:00am - 04:00am. Several sensors have stopped working as much as 7 days early. The low glucose readings continued until, at the advice of my doctor, I began turning my libre (phone based) off. After checking a number of libre readings vs conventional glucose testing kits the libre appears to be reading 60 units low to the conventional testing. Ref reports: mw5159370, mw5159371.